Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (over 600 mg/dl). Insulin injections were administered and the infusion set site was changed multiple times to address the high bg. The customer reported that the pump settings were being adjusted by the healthcare provider and may be the cause of the high bg. The customer stated that on one occasion due to over-correcting with the insulin injection, the bg dropped to 50 mg/dl and the customer lost consciousness. Paramedics were called. Juice and food were given to the customer to address the low bg.